Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, void >1 mm on side non-textured, yellow particles in device inner surface and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one opening crease (smooth) and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease(smooth) assessed as fold (flaw) opening.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported capsular contracture, baker grade I. Device has been explanted.